Event description:
The customer reported that the ortho provue analyzer missed a weak positive reaction during a 2-cell antibody screen test.

Manufacturer narrative:
The customer was performing antibody screen testing on a pregnant patient with no prior history. The analyzer posted a condition code and set a gel card aside for manual review. Upon review of the gel card, the user observed weak reactivity in a microtube that was interpreted as negative. Erroneous results were not reported as a result of this incident. An ocd field engineer arrived on site, adjusted the sample camera and returned the analyzer to expected operation. This customer has not logged any complaints against this analyzer since the repair. The customer did not return sample or log files for additional investigation. As a result, this complaint could not be confirmed. However, the analyzer could not be ruled out as a contributing factor to this incident. If this incident were to recur undetected, it may lead to erroneous results. However, if the patient had received rhogam ante-partum, they would be scheduled to receive rhogam again post-partum. In this case, a false negative result would have no impact on the patient.